Event description:
It was reported that the pt's prialt dose was initiated at 0.6 mcg/day and gradually increased over time to 1.8 mcg/day over the course of approximately two months. The pt experienced intermittent pain relief that lasted approximately 2 weeks after each dose increase. After each dose increased, the pt experienced pain relief sufficient for her to walk "2-3 miles". When the pain relief was diminished, the pt was not able to walk and had to use a wheelchair. Three days after the dose increase to 1.8 mcg/day, the pt experienced numbness above her eyebrow, which progressed "over the back of her head and down to her temples". The numbness was noted primarily on the right side. The next day the pt went to the ER for evaluation. A cat scan was performed and the results were "clear". The pt was discharged with no diagnosis made. It was reported that the numbness "continued to spread" after the pt had left the ER. Add'l info has been requested from the hcp, but was not available as of the date of this report.